Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set). This occurred while the home choice (hc) device was in use, however the patient was not connected. The home patient (hp) stated that she had an unused supply line with the clamp open. The baxter technical representative (tsr) informed the hp that the open clamp was the source of the air. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The condition of a system error (se) 2240 (air in set) was confirmed. The patient reported having a clamp open on an unused supply line during therapy, which is an use error, confirming the condition. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.